Event description:
Related manufacturer reference number: 3006705815-2022-15480. It was reported that the patient experienced a fall and was experiencing impedance issues. Surgical intervention was taken on (B)(6) 2022 during which the existing leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.